Event description:
Per the staff person in the operating room, "near case end, hand module controller for amsco 3085 sp table, was used to send command to lower height of bed. At this point in time, leg portion of bed elevated upwards on its own and ignored commands from hand controller; bed then tilted left lateral with patient on bed; patient was in stirrups at time in lithotomy position; leg extension did not touch patient due to positioning. Bed continued to run motor after bed unplugged from power supply and hand controller module unplugged. Bed continued to ignore commands from controller or manual operation after power reattached. Patient immediately transferred to stretcher with assistance from operating room personnel due to situation of operating room table and patient safety."